Manufacturer narrative:
(B)(6). This product was evaluated and repaired by an independent repair center. Should additional information become available regarding this no audible alarm issue, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is unit shuts down and unit alarms are not functional. The key failure is the pilot valve is the wrong size. Additional malfunction identified on the irs is a defective power switch (aka on/off switch) with no alarm. The reported alarms not functioning, as identified on the irs, is a reportable event and is the basis of this FDA report filed.